Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and non-malignant pain. It was reported that there was an increase of pain in the lower back starting on (B)(6) 2018. There were no environmental issues noted that may have contributed to the event. The patient had been reprogrammed one month prior to the report, and they were unable to get the stimulation in the back pain area needed. They gave the patient high dose settings at that time to try. The patient called the manufacturer representative on the day of the report and stated that the high dose did not give her relief, and that she was going to make an appointment with the health care provider who did the original implant to look at options. The issue has not been resolved at the time of the report. There were no further complications reported.